Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump functioned properly. However, it had an intermittent button response noted during testing due to corroded keypad traces. No button error alarm and no ramping numbers noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states that paramedics were called due to customer's blood glucose levels running low. The father states the customer's levels well able to be risen. The father states the customer's levels had gone up to the 200mg/dl range and then received button error alarm. The customer's blood glucose level at the time of button error was 272mg/dl. The customer was advised the pump would have to be replaced and returned for analysis. The customer's father did not wish to continue to troubleshoot, and was requesting to just have the device replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.